Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence and that multiple empty cartridge alarms occurred when the cartridges were not empty. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 400 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge change errors were verified. The alleged empty cartridge alarms were verified in the pump logs; however, no failure was identified.